Event description:
It was reported that the trial patient had their trial leads pulled after discovering that the patient had developed an epidural hematoma from t3-l2 postoperatively. The patient had then gone for a MRI. At the time of this report it was noted that the patient was alive with injury. There were no patient symptoms or complications associated with this event. No device issues were alleged. Information later obtained reported that the patient was back to baseline as of (B)(6) 2015. If additional information was received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. Product ID: 3550-43, lot# n505218, product type: accessory. Product ID: 3550-43, lot# n516156, product type: accessory. Product ID: 355531, lot# n523670, product type: screening device. Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).